Event description:
Guidant received information that this device was part of a legal action and the pt passed away. Legal documents state that hypertension and pacemaker is stated as cause of death on death certificate.